Event description:
A customer reported that forty-five minutes after the start of treatment, microbubbles of air were observed going past the meridian hemodialysis machine air detector and were going to the pt without an alarm. The pt complained of a funny feeling in their chest and exhibited shortness of breath. The pt was placed in the trendeleburg position and administered oxygen. The bloodlines were disconnected and re-circulated to remove air. The pt felt better after ten minutes and the treatment was resumed.